Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found initially to be unable to switch on. However, after several presses of the on/off button, the device powered on. I visual inspection revealed corrosion on the membrane tail. The fault could not be replicated once the corrosion was cleard. The corrosion on the membrane tail as well as corrosion on the usb contact collars and screws would suggest that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.